Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture ruptured on anastamosis. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: it was received for analysis seventy-one unopened samples of product. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Corrected: it was reported that the device had performance pull off - suture needle. It was received for analysis unopened samples. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. Functional tests were performed and the pull force and tensile strength force were above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - pull off - suture needle was found and the tested samples met the finished goods requirements. Additional information received: I could talk yesterday with the or nurse responsible for vascular surgery. She said that the suture ruptured away from the needle and not the suture itself for all patients due to a weak hold of the threats in the needle during the or. The result for all 3 patients was longer or time due to the re-do of the suturing but with no adverse consequences for the patient on the result of the surgery. There has been no reports on damaged tissue or increased bleeding for all three patients. The three surgeries performed on: 1x aorta, 1x on femoralis, 1x on carotis. One or was prolonged by 5 minutes and the other had no significant longer or time since the rupturing happened right at the beginning with the first stiche. Which one was longer could not be mentioned. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-81138 and 2210968-2019-81168. Analysis results have been included in follow-up reports for each.